Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. Pump received with scratched lcd window,unit received cracked case display window corner,unit received with cracked lcd window,unit received with cracked battery tube threads,pump received with cracked reservoir tube lip and pump received with scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not performed. The device was returned for analysis.